Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm perimount aortic valve implanted for an unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 component code, health effect - clinical code, and device code(s).

Event description:
It was reported that a patient with a 29mm perimount aortic valve implanted for an unknown period of time underwent a valve-in-valve procedure due to calcification and regurgitation. The patient presented with shortness of breath, and chest pain. The tavr procedure was performed successfully with a 29mm 9600tfx transcatheter valve. The patient outcome at the end of the procedure as stable and in recovery (ICU).

Event description:
It was reported that a patient with a 29mm perimount aortic valve implanted for 14 years and 2 months underwent a valve-in-valve procedure due to valve calcification, severe aortic stenosis and severe insufficiency. The patient presented with class ii-iii nyha chf symptoms. The tavr procedure was performed successfully with a 29mm 9600tfx transcatheter valve. The patient outcome at the end of the procedure as stable and in recovery (ICU).

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, d6a, g3, g6, h6 type of investigation. H11 corrected data: based on the new information received, this event is no longer considered reportable.